Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an cataract surgery with an intraocular lens (iol) implantation, the physician experienced an unusual feeling upon advancement. When the iol delivered inside the eye he noticed a tear on the optic edge towards the center near the haptic. The iol was removed and replaced with another iol. The patient is well. No harm. The procedure was completed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the iol.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case as seen in the provided photo. A very small amount of viscoelastic is observed on the lens. One haptic is cracked-gusset area as pictured. The second haptic has broken due to the returned position of the lens in the case. The lens was cleaned with lphse to look for further damage. The lens has a small chip on the edge and a scratched area near the edge. The associated cartridge and handpiece are qualified for this lens model. The indicated viscoelastic is not qualified for the lens/cartridge combination used. The root cause for the lens edge damage may be related to a failure to follow the directions for use (dfu). Based on the cartridge evaluation the cartridge did not have evidence it was fully seated in the handpiece as described in the dfu. No cartridge damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).